Event description:
I have been using fascia blaster since (B)(6) of last year. Prior to purchasing, I was not aware of any risks r/t long term use and understood that the worst thing that could happen was that it didn't work for me. Not only did it not reduce/eliminate my cellulite, it has made it 100% worse. In addition to the worsening cellulite, my skin has become "crepe" like and is sagging. These were not issues I had prior to using the fascia blaster. I've also noticed an increase in hair loss since using the device.